Event description:
The customer reported getting a cycle power error 40 message.

Manufacturer narrative:
The device was evaluated at philips, but the symptom could not be duplicated. Several error 40s were, however, noted in the system log. The device was returned to the customer after passing all testing. The customer has not called back regarding this issue with this device. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom.